Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address distal femur fracture due to fall. Her entire distal femur was replaced with a depuy limb preservation system (lps) distal femoral component and an lps straight cemented stem. Her proximal tibia also had to be revised, since her primary tibial tray and insert were not compatible with her new lps distal femoral component. A compatible attune revision rotating platform tibial base with a cemented stem, and an attune lps insert were implanted during the revision procedure. Doi: (B)(6) 2020, dor: (B)(6) 2020, right knee.